Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place as high pacing thresholds were noted on this right ventricular (rv) lead. A new pace/sense portion was implanted while the old pace/sense portion was surgically abandoned. Adverse patient effects were reported but not specified.